Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found all brake casters and supports inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the supports and casters to resolve the issue. Based on this information, no further action is required.